Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced fever and increased persistent back pain. The pump pocket in the left upper gluteus was unremarkable to color or swelling. A large carbuncle was noted at the right lower gluteus. The white blood cell (wbc) count was elevated. Medical intervention was antibiotic therapy. The device was explanted due to an infection of unknown organism. The patient was hospitalized. Patient status at time of this report was alive with no injury. The patient recovered without sequela. The pump was delivering hydromorphone and bupivicaine.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found catheter body hole caused by deep abrasion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.